Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of air-in-line alarms through the history log, but could not reproduce it during evaluation. Evaluation found the upper and lower reading on the ultrasonic sensor to be below specification. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump alarmed air-in-line. It was also reported that there was no patient injury.